Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The analysis of the lead demonstrated a broken insulation on the df-1 connector which had already been observed during the explantation procedure. Abrasion marks were detected in this area and some coagulated blood was visible in the crack. The characteristics and the position of the broken insulation as well as the abrasion marks indicate excessive mechanical forces as the result of mechanical interaction between the lead connectors and the ICD can. Strong pulling forces during surgery in combination with an already weakened insulation of the connector should also be taken into consideration. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that undersensing was noted on this lead. After it was explanted, insulation damage was seen, which was suspected to be a cut. No adverse patient side effects were reported. This device was returned for analysis, but the explant date was not provided.